Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shocking impedance measurement greater than 200 ohms. Isometrics were performed and measurements were checked in all vectors and no abnormal readings or noise was noted. A boston scientific technical services consultant recommended commanded shocks be delivered to further evaluate the situation. The caller requested further analysis from the remote monitoring system which confirmed a daily measurement of greater than 200 ohms. A revision procedure was performed and the right ventricular (rv) lead was removed from service. Additionally, the atrial lead and left ventricular (lv) leads were also removed from service due to pacing impedance measurements greater than 2000 ohms. The associated device was also replaced during the procedure due to remaining longevity. No adverse patient effects were reported.